Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated. Pa unplugged the device and opened a new vh-3000 to complete the case. Patient was not injured.

Manufacturer narrative:
H3 correction: "device not returned" changed to "device discarded" internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated. Pa unplugged the device and opened a new vh-3000 to complete the case. Patient was not injured.